Event description:
The patient reportedly is unable to achieve loudness growth with the device. The patient was seen by a company representative for evaluation. Testing performed revealed two electrodes with out of range impedance measurements. Surgery was scheduled to explant the patient's c1 device.